Event description:
During left ventricular study (lvgram) no contrast was seen on the film. The pt felt tingling in face and hands and had a change in the EKG. Further pt examination found no air in the aorta.